Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was having an unrelated procedure to repair the aortic heart valve. After the procedure, the right atrial (ra) lead exhibited no capture. Additional, information was then provided that during the procedure, the ra lead perforated the atrium and was then screwed into the pericardial sac. The physician repositioned the lead back into the atrium and screwed the lead into the atrial tissue. The ra lead was checked post operation and the threshold on the lead was at 1 volt. The patient will continued to be monitored via latitude home monitoring system. No additional adverse patient effects were reported. This ra lead remains in service.